Manufacturer narrative:
(B)(6). H11: the device was received for evaluation. During evaluation, the device had multiple "shut door - power off" alarms in the event history log. The cause was identified to be the force sensor being out of specification, which requires replacement to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had "shut door - power off" alarms. No additional information is available.